Manufacturer narrative:
The reported output anomaly was confirmed in the laboratory. A cardiac stimulator was attached to the device. Noise was noted on the real time electrograms. The pacing lead impedance and high v oltage lead impedance measurements were found out of range. The root cause was traced to an open connection in the hybrid circuitry.

Event description:
It was reported that inappropriate shock therapies were noted. An alert message showed possible defect in the output circuit. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.